Event description:
It was reported that during the implant procedure when the lead was implanted the physician tested the pacing threshold and the patient felt uncomfortable. The physician removed the lead and then the patient felt better and relieved. The physician then decided to cancel the implantation considering the patient's medical condition. The lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).